Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally miscalculated the amount of carbohydrates consumed and delivered too much insulin. The customer's blood glucose level was impacted (65 mg/dl). To treat the low bg level, the customer consumed skittles and drank juice. Recommendation was made to discuss diabetes management with health care provider.